Event description:
Dealer alleged that the heat exchanger was clogged. Per independent repair statement the unit was alarming or red light. Key failure was the heat exchanger was clogged. Additional malfunctions were the muffler was clogged, pvc tubes were clogged, tie wraps and hose clamps were leaking.